Event description:
A customer has reported, via a medwatch, that after a tee procedure the staff cleaning the 6vt-d probe found a split within the articulation-end covering and wires were exposed. Additionally, they noted the split was not present prior to the procedure. No patient injury was reported.

Manufacturer narrative:
UDI: (B)(4). Legal manufacturer: (B)(4). Gehc began an investigation of the report and has obtained some additional information from the customer. Engineering has evaluated images provided by the customer along with the incident description provided by the customer and concluded the following. The damage, a large cut and/or split within the deflection/articulation section cover has most likely occurred during extraction of the probe when this section passes over the teeth of the patient as the probe is withdrawn rapidly. The bite guard is typically used up until this point, and most users remove the bite guard just prior to this phase of the exam. Historically we have seen that this phase, extraction, has the most stress on the probe covering. Additionally, it is unlikely that there was a patient bite during intubation, as the fingers of the doctor are also often in the mouth to guide the probe carefully down the upper part of the esophagus past the gag muscle. Lastly, prior to the event the probe was repaired by a third-party, and gehc observed the usage of different material. Therefore, the large cut may be due to the use of deflection/articulation section materials which do not meet ge specifications, as this probe has been repaired by a third-party repair center without access to ge proprietary design information and materials.